Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced inappropriate shocks as a result of noise and oversensing. The lead was reported to have been fractured. The patient underwent a revision procedure where the lead was surgically abandoned. No additional adverse patient effects were reported.